Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5370 showed thirteen other similar product complaint(s) from this lot number.

Event description:
It was reported "we have recently had some issues with PICC line." Additional information received 03/22/2022 "¿ a detailed description of the event: after PICC placed and blood return noted, writer flushed with normal saline which was observed to be leaking at the connection to the PICC line." ¿ what type of catheter securement was utilized? Power PICC catheter with sherlock 3cg tip".